Event description:
The physician attempted arteriotomy closure with the closer tsl 6 fr. Device. The physician inserted the device, but was unable to achieve a pulsatile flow, however a constant drip was present. The physician proceeded with deploying the device and completed the procedure. Immediately following the procedure, the pt experienced pain in their leg. Foot pulses were absent, and pt was brought back to angiography suite where a femoral angiography was performed. The vessel had the appearance of being sewn together. The pt was brought to surgery, where the surgeon resected and repaired the artery. The surgeon stated that the posterior suture had indeed captured the intimal lining of the posterior wall. The pt recovered without further incident.